Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the lancing device's manufacture date is unknown, the date entered is the date when abbott diabetes care became aware of this medical event.

Event description:
Customer reported that she believes that while using an adc lancing device part of the "lancet broke off (in) pieces into her finger". Customer further reported experiencing symptoms that were described as "swelling and numbness on her finger". Customer reported self-presenting to a local health care facility where she was given "a technique shot to prevent any infection", which was new not previously prescribed medication. Customer also stated that she took ibuprofen pill every 4 to 6 hours and placed ice on her finger. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B)(4): this section should have the type of lancing device-freestyle flash lancing device. This section has been updated to reflect the correct information.